Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach in the left femoral artery. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery extending to the popliteal artery. After a 6fr non-bsc sheath was placed, a microcatheter and a guidewire was advanced; but the guidewire kinked. It was replaced with a non-bsc guidewire, followed by a non-bsc balloon catheter that was inflated but failed to dilate the lesion. Subsequently, a 4.0mm x 20mm x 143cm coyote nc (nc quantum apex) balloon catheter was selected for use. However, upon initial inflation at 12 atmospheres, the balloon ruptured. Another nc coyote was used for dilatation and the procedure was completed with the implantation of a non-bsc stent in the proximal segment and treatment to the distal segment with a non bsc drug coated balloon. No patient complications were reported.